Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she need for additional surgery. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), uterine perforation ("perforation (uterus) uterus was perforated during the implant of the essure device") and genital haemorrhage ("bleeding") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included dysfunctional uterine bleeding, uterine bleeding and perineal pain. Concomitant products included buspirone hydrochloride (buspar). In (B)(4) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: utis"), micturition urgency ("bladder or urinary problems or changes: increased urge"), pollakiuria ("bladder or urinary problems or changes: frequency"), migraine ("migranes"), headache ("headaches"), dysmenorrhoea ("dysmenorrhoea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss."), back pain ("some back pain/ low back pain") and female sexual dysfunction ("apareunia(inability to have sexual intercourse)"). In august 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and weight decreased ("weight loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), visual impairment ("vision/eye problems type: vision got worse") and post-traumatic stress disorder ("post partum traumatic disorder"). The patient was treated with surgery (to remove the essure implant, salpingectomy(bilateral removal of fallopian tubes) on 25-10-2017) and surgery (repair of perforated uterus). Essure was removed on 25-oct-2017. At the time of the report, the pelvic pain, genital haemorrhage, depression, alopecia and back pain had resolved and the uterine perforation, vaginal haemorrhage, menorrhagia, urinary tract infection, micturition urgency, pollakiuria, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, fatigue, weight decreased, female sexual dysfunction and post-traumatic stress disorder outcome was unknown. The reporter considered alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, micturition urgency, migraine, pelvic pain, pollakiuria, post-traumatic stress disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, visual impairment and weight decreased to be related to essure. The reporter commented: she need for additional surgery. Discrepancy noted as per pfs: essure insertion date: (B)(4) 2009. Most recent follow-up information incorporated above includes: on 8-nov-2018: plaintiff fact sheet received. Event added: abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal) type: utis, psychological or psychiatric problems condition: depression, post partum traumatic disorder, bladder or urinary problems or changes: increased urge, frequency, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, vision/eye problems type: had to get glasses, vision worse, fatigue, perforation (uterus)uterus was perforated during the implant of the essure device, weight loss, hair loss, back pain/ low back pain, bleeding, she did not undergo essure confirmation test event outcome was updated for the event: pelvic pain, back pain, hair loss, bleeding, depression. Reporter information was added. Event onset date was updated. Concomitant drugs and conditions were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.